Manufacturer narrative:
Device monitored for several days. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. No unexpected missing segment or partial display anomalies noted. No unexpected rainbow screen or hard to read noted. However, device received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had scratches, rainbow effect on screen make it harder to read. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated they changing batteries every 5 to 8 days. The insulin pump will not be returned for analysis.